Event description:
It was reported the patient's device was taken out and replaced in 2008, due to an infection. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v003964, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v003964, implanted: (B)(6) 2006, product type: lead. (B)(4).